Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the power switch being stuck could not be identified. However, it¿s likely the cause is related to the operating force applied to the power switch, and the number of times that the switch was pressed exceeding the original assumption. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, the power switch the evis exera iii video system center, when pushed in becomes stuck. Customer did pull the switch out but needed continual pressure to keep unit on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found "power switch pushed in and was stuck, needs continual pressure to keep on" was confirmed. The old version main switch was stuck in ¿off¿ position. The main switch component was replaced, and software was updated. Recommended software version 1.0 updated to ver.4.10. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.